Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for an 1836 error code is the photo switch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the pump was alarming error 1836. Removed and reinsert batteries for a hard reset. Verified medication and confirmed medication delivery with run screen, rate 50 ml/24 hours, resvol 79,8, given 20.2 ml. It was stated by the patient that this alarm happened during the last treatment. No adverse patient effects were reported by the customer. It was reported that no further information is available.